Event description:
It was reported that the device was used during a hemorrhoidectomy. The device did not staple when it was fired. The case was completed using a same like device. There was no pt consequence.